Event description:
It was reported that the user experienced hyperglycemia with the pump displaying ¿high,¿ with earlier glucose readings reportedly over 400 mg/dl after eating chocolate the prior evening; infusion set replacement was advised and performed, after which glucose decreased to approximately 200 mg/dl and was trending down. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, no emergency care, and no use of backup therapy or ketone testing. Investigation included troubleshooting and user education, including guidance to change infusion supplies given the last change was two days prior. Investigation of this case revealed no device alarms or malfunctions and suggested a potential infusion site or supply issue versus dietary contribution, though the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.